Event description:
Customer states: "during a ureteroscopy with laser lithotripsy a bentson wire broke in a pt and was left in the kidney. He plans to remove it when he performs a subsequent surgery. Too, the physician was unsure and didn't doubt that he could have very well broken the wire with a laser."

Manufacturer narrative:
A proper eval cannot be performed due to the product not being returned. Initial info indicates the wire guide was thrown out following the procedure however, the physician will save and return the segment in the pt's kidney upon removal. Add'l info has been requested. When add'l info becomes available, it will be forwarded.